Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant product: dilatation catheter: corsair. The device is manufactured by asahi intecc. Co. Ltd. Medical division; however, (B)(4) distributes the device and is responsible for MDR reporting. (B)(4). With the provided information, it is inferred that rotational and/or push-pull manipulation was excessively made to the guide wire of which the distal end was trapped in the lesion, resulting in the breakage of the guide wire tip due to the accumulated bending and/or rotational force exceeding the products design limit. Though the device investigation could not be conducted, since all the shipped products are inspected in the production process for meeting the product specifications and release criteria, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a heavily tortuous, heavily calcified, chronic totally occluded (cto) right coronary artery. It took several hours to gain access to the cto lesion. A non-abbott balloon catheter was advanced to the lesion over a gaia first cto guide wire. During the advancement into the lesion, the balloon catheter sheared off the tip of the guide wire. A xience alpine stent was implanted, embedding the tip of the guide wire into the vessel wall. The procedure was completed at this time. The patient outcome was good. There was no clinically significant delay in the procedure due to the tip separation. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is manufactured by asahi intecc. Co. Ltd. (B)(4), registration number: 3003780911. (B)(4) distributes the device and is responsible for MDR reporting.